Event description:
Revision surgery for tibial plate loosening and tibial stem dissociation at about 3 years from gmk hinge system implantation. All components were revised successfully.

Manufacturer narrative:
Clinical evaluation performed by medacta clinical affairs director: about 3 years after revision tka with a constrained device, the tibial stem separated from the tibial tray (screw loosening) and the tibial tray was found loose. It is also conceivable that the sequence of the events was the other way round, i.e. That the tibial tray got loose (reportedly, the patient suffered from an unspecified bone disease) and this contributed to the self-unscrewing of the stem-fixation screw. Such a combination of events is extremely rare - indeed, it's the first time that it is reported to us, though several thousands prostheses of this family have been implanted over more than 10 years. A frequent cause of screw loosening is insufficient tightening torque at the time of surgery, and for this reason the torque limiting screwdrivers are supplied and required by the surgical technique. This is generally sufficient to prevent the self-unscrewing event. It's possible that the combination of bone disease and tray loosening has created a unique dynamic stress configuration. On the other hand, the self-unscrewing is not the root cause for revision: this should be considered to be the tray loosening, probably consequent to the bone disease. The detachment of the stem may have helped reducing the potential consequences of the mobilization, in such a constrained device, but this is pure hypothesis, there is no supported evidence in that sense. Batch review performed on 06 february 2024: lot 135333a: (B)(4) items manufactured and released on 22-feb-2019. Expiration date: 2024-02-11. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Additional component involved: gmk-hinge 02.07.fcl18105 fluted extension stem ø18mm / l 105mm (k120790) lot 189590: (B)(4) items manufactured and released on 21-feb-2019. Expiration date: 2024-02-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.